Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, the root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): instructions for pcf-h170l/I series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for pcf-h170l/I series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a foreign material coming out from the nozzle. There were no reports of patient involvement.